Event description:
Bha was performed for a patient with right femoral neck fracture. When checking the x-ray and CT images just after the primary surgery, it was confirmed that there was a cement leak and that the bone had fractured. It appeared that the tip of the centralizer hit the bone and caused the fracture. Because revision surgery involves a high burden and risk to the patient, the surgeon decided that no revision surgery or other medical intervention will be performed, and only following up monitoring will be performed. It was also reported that there was a scene where the stem was inserted by hitting it with an impactor as the cement was about to harden, so it may have affected the reported fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding intraoperative fracture involving an exeter stem was reported. The event was confirmed via evaluation of provided medical records by a clinician. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review with a clinical consultant indicated " I can confirm that the patient underwent a right bipolar hip arthroplasty with a cemented femoral stem with evidence of extra osseous cement at the tip of the implant on the lateral side of the femoral shaft on a single ap view since I was able to review the x-ray. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of extra osseous cement at the tip of a cemented femoral stem with fracture of the femur are multifactorial. However, in this case, it would seem that the direct cause was iatrogenic with surgical technique. In my opinion, the scenario presented, whereby hitting the stem with an impactor as the cement was about to harden is an unrealistic explanation. In my experience, a stem that is placed in slight varus can also be placed posteriorly causing the broach to violate the cortex with a fracture or fissure. I really cannot see any other scenario being reasonable. Certainly patient factors have nothing to do with this regardless of the bone quality, and I would not assign any cordiality to the implant itself." -product history review: a review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'bha was performed for a patient with right femoral neck fracture. When checking the x-ray and CT images just after the primary surgery, it was confirmed that there was a cement leak and that the bone had fractured. It appeared that the tip of the centralizer hit the bone and caused the fracture. Because revision surgery involves a high burden and risk to the patient, the surgeon decided that no revision surgery or other medical intervention will be performed, and only following up monitoring will be performed. It was also reported that there was a scene where the stem was inserted by hitting it with an impactor as the cement was about to harden, so it may have affected the reported fracture.' A review with a clinical consultant indicated "I can confirm that the patient underwent a right bipolar hip arthroplasty with a cemented femoral stem with evidence of extra osseous cement at the tip of the implant on the lateral side of the femoral shaft on a single ap view since I was able to review the x-ray. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of extra osseous cement at the tip of a cemented femoral stem with fracture of the femur are multifactorial. However, in this case, it would seem that the direct cause was iatrogenic with surgical technique. In my opinion, the scenario presented, whereby hitting the stem with an impactor as the cement was about to harden is an unrealistic explanation. In my experience, a stem that is placed in slight varus can also be placed posteriorly causing the broach to violate the cortex with a fracture or fissure. I really cannot see any other scenario being reasonable. Certainly, patient factors have nothing to do with this regardless of the bone quality, and I would not assign any cordiality to the implant itself.' No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.